Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2016 and battery voltage not available due to measurement system lock-up. Reset of the device by programmer with updated software cleared the eri and lock-up condition.

Event description:
It was reported that the device triggered a false elective replacement indicator (eri) and there was no diagnostic or battery data available. The eri trigger was cleared and the device was reprogrammed to pre-eri parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.